Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging info on pt using one lot of strips and one meter. Initial reading: 1.4, repeat: 3.4, 2.4. All three test results obtained within a total of ten minutes. Pt's therapeutic range: 2.0 - 3.0.